Event description:
A falsely elevated troponin I result of 0.68 ng/dl was obtained on a patient sample. The sample was repeated and a result of 0.69 ng/ml was obtained. The result was reported to the physician who questioned the result. The sample was retested on the same analyzer after ultracentrifugation and a result of <0.04 ng/ml was obtained. The sample was redrawn and a result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.